Event description:
It was reported that the quick coupling device was not fitting tightly in the drill device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, although it was reported that the event occurred in october 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the quick coupling device was not holding the drill properly was confirmed. The assignable root cause was determined to be due to various worn components caused by exposure to organic debris and bearings deterioration from improper cleaning. This was further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.